Event description:
Event determined to be reportable based on analysis approved 2008: it was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), the stent failed to deploy. The lesion was located in the common bile duct (cbd). An unspecified guide wire was placed and the 10mm x 60mm rx wallstent permalume stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, the stent failed to deploy. After "several" unsuccessful attempts to deploy the stent, the sds was removed, and a different biliary wallstent was successfully used to complete the procedure. No patient injuries or complications were reported. The patient's status is unknown. Device analysis revealed that the stent wires had perforated the outer sheath.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the inner lumen was kinked and partially exiting through the guide wire access port. It was noted that several stent wires had perforated through the outer sheath at 6mm proximal to the distal end of the outer sheath. During analysis, a restriction was met when an attempt was made to retract the distal handle. The shaft was dissected proximal to the guide wire access port, and the distal end of the inner sheath and stent were withdrawn. The distal stent wires were damaged and the inner sheath was flattened at the compressed area for a distance of 45mm proximal to the distal skive. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.